Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) confirmed the result of the device evaluation, but could not identify any defects that could affect the occurrence of the reported event. The exact cause of the reported event could not be conclusively determined. However, based on the following information, the reported event may have been caused by physical stress, chemical stress, or storage environment. -from the evaluation results of the device, it was confirmed that the coating of the insertion section was peeled off. -the instruction manual contains precautions regarding physical stress, reprocessing methods, and device storage environment. -according to the past similar cases, it was surmised that the cause was physical stress, chemical stress, storage environment, etc. Since the instruction manual states that an inspection of the external surface of the entire insertion tube including the bending section and the distal end, should be performed, the user can properly detect the reported event. In addition, the instruction manual provides warnings about applying external stress to the insertion section, reprocessing method not recommended by the reprocessing manual, and storage of the endoscope in a harsh environment. Therefore, the user can reduce / prevent the occurrence of the reported event. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at osh. As a result of the evaluation, the following was confirmed. The device was repaired on (B)(6) 2021 due to the occurrence of scope communication error b30, and on (B)(6) 2020 due to a dent in the insertion section. According to the information provided by the user, the scope communication errors e216 and b30 occurred and the endoscopic image was corrupted when the bending section was angulated. During the inspection, the reported scope communication errors e216 and b30 were not reproduced. Due to a failure in the insertion section and distal end, the monitor screen turned black when operating the bending section. The endoscopic image at startup was displayed properly. The insertion section was slightly worn due to improper maintenance. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus trading (shanghai) limited (osh) and found that the coating of the insertion tube was partially peeled off.there was no report of patient injury associated with the event.